Event description:
It was reported that the patient presented to the emergency room after passing out in the shower when he rose left arm above his head and again when using his left hand. The ventricular lead exhibited out of range impedance and loss of capture. The lead was capped and replaced. No complications occurred during the lead revision procedure. The patient later complained of chest pain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.